Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead was fractured and noise was reproducible with isometric movements. There were several false vf episodes due to the noise, but none were sustained and no therapies were delivered. The lead was capped.